Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called back because they continued to experience elevated blood glucose levels. The patient had changed infusion site locations, using a 23-inch 6 mm infusion set, but did not see improvement. The patient decided to disconnect from the device and use back-up therapy. Additional training was planned to be scheduled through a trainer. The patient stated that their blood glucose levels had been elevated since they began using their current cgm and felt that something was not functioning correctly. The patient¿s blood glucose levels were affected, reaching a high of 380 mg/dl and remaining outside the 70¿180 mg/dl range since the previous week. No back-up therapy had been used prior to disconnecting, no ketone testing was performed, and there were no recent steroid injections. The patient did not receive professional medical intervention or any other assistance and reported no immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.